Event description:
The straight scissors came apart during a surgical procedure. The doctor used a mini fluoroscopy scan to make sure that the part of scissors were not in the surgical wound. There was no harm to the patient.